Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt was experiencing ineffective stimulation. The sjm representative met with the pt and diagnostics indicated invalid impedances. However, reprogramming was abel to provide effective coverage. X-rays were taken and did not identify any problems. The physician elected not to pursue surgical intervention while the pt had effective coverage. Approximately 6 months later, the pt was again experiencing ineffective stimulation and a lead fracture was identified. The pt's lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.